Event description:
It was reported that the patient underwent a partial mastectomy in 2006. During the procedure five packs of absorbabic hemostat were implanted in the breast and used a filler. Postoperatively the patient experienced dermatitis at the breast area. . She was treated with a steroid ointment for twenty days. At this time the patient's dermatitis has resolved.

Manufacturer narrative:
H6: conclusion code: this complaint describes usage of the absorbic hemostat and not removing the product after hemostatis is achieved.the instructions for use clearly states that although packingof wadding sometimes is medically necessary. Surgicel hemostat should not be used in this manner, unless it is to be removed after hemostasis is achieved. Surgicel is not indicated in the IFU as a filler.